Event description:
A malfunction alarm was reported by the customer, specifically a malf 9 code. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.